Event description:
Litigation alleges patient injuries as a result of the implantation with the asr hip implant including severe pain and suffering, disability, physical impairment, disfigurement, loss of the capacity for the enjoyment of life and excessive levels of chromium and cobalt.

Event description:
Litigation alleges patient injuries as a result of the implantation with the asr hip implant including severe pain and suffering, disability, physical impairment, disfigurement, loss of the capacity for the enjoyment of life and excessive levels of chromium and cobalt. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 4/20/2014 - medical records received. Upon revision, reactive light brown colored synovitis, synovial fluid slightly darker than normal, and a small amount of corrosion on the taper were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 05/20/2014.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Update: revision date. There is no new information that would change the outcome of the investigation.